Event description:
A blood leak that occurred within the first five minutes of treatment. There was no tmp value due to occurring at the start of the treatment. This blood leak was confirmed with a positive hemastix. The treatment was continued with new disposables. There was no patient or medical intervention. The number of reuses for this dialyzer was 11. The average number of reuses for this patient is 30.